Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/11/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing had abnormal pressure and the product continued to spin. The tubing was swapped and the case was completed successfully. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as improper setup or connection of the tubing, kinks, or restrictions in the fluid pathway.